Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective check valve assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Release valve defective - solved. System upgraded to v 3.0.2. There is no teslaspy button at software upgrade service screen, then I can't upgrade to teslaspy v 2.1.0.0., now it has v 2.0.0.2 - checked with mi_updater_v2.0.0.2.exe application.